Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305902, batch # 4207730. It was reported that the bd needle sftygld 23x1 rb needle broke. The following information was provided by the initial reporter: verbatim: we had a needle that broke off when trying to put on the safety. Attached are the pictures of the needle and packaging. Additional information provided: 1. I was administering a vaccine to a young patient and was able to successfully give the full dose. Immediately following this I flipped the safety mechanism of the needle, and the needle became dislodged from the base where it is supposed to be secured. The needle was then freely moving in the upper area of the safety mechanism and posed a risk to both the patient and me as the healthcare worker. Due to my reaction time, injury was able to be avoided. 2. The defect was observed during use. There was no prior visual indication or defect that led me to believe this incidence could occur. 3. There was no serious injury to the patient or the healthcare worker.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - needle broken. Two photos were provided to our quality team for investigation. One photo shows a packaging blister top web, and second photo show a needle assembly assembled to a syringe. The safety mechanism has been activated, and top part of the needle is secured by the safety mechanism while bottom part of the needle is out of the needle hub. Based on the investigation and with the photo sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number 4207730. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.